Manufacturer narrative:
The event was previously reported to the FDA on a summary report and is now being submitted on a 3500a per FDA request. The product sample or additional supporting materials from the account was not available for this incident. The event report alleges the product was used in a surgical procedure. Without the physical product, a definitive root cause could not be identified. Should new information become available, the file will be re-opened and the investigation will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter: when the surgeon was going to use the stapler on the colon, the stapler did not fire. The surgeon stopped and did the step on usage but the device still failed to fire. The device was unable to be used.